Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter- plastic was found in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2026. Investigation summary: bd received one sample and three photos for investigation. The returned sample contains a clear foreign material that appears to be a broken piece of plastic. Additionally, the three photos that were received confirm the reported defect. Furthermore, 100 retained samples were taken and visually inspected, and fms were not found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is able to be confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, foreign matter- plastic was found in one (1) tube. No adverse impact was reported regarding the patient or user.